Event description:
Fentanyl drip (gtt) should have been out at 1300 and instead was out at 1200. Gtt not infusing properly. All reports filed under my personal email (B)(6) occurred at (B)(6). We have a level one trauma center and cannot have pumps not infusing properly and harming the patients.